Event description:
Customer reported erroneous differential results with low eosinophil% were obtained when using a coulter lh 500 hematology analyzer. There were instrument generated flags of r (review), imm ne 1 (for immature white blood cells), and verify differential, present with the test results to alert the operator. The operator retested the specimen on a coulter lh 780 hematology analyzer, which recovered higher eosinophil%. The operator performed a manual differential with similar differential results as the coulter lh 780 hematology analyzer. Erroneous test results were not reported out of the laboratory. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
The instrument was within quality control specs with respect to controls (accuracy) and reproducibility (precision). Controls were run before and after this incident and recovered within assay limits. Service was not dispatched for this event. Raw data analysis was conducted. The populations of eosinophils and neutrophils were in close proximity and therefore misclassified. The misclassification was correctly detected by the algorithm which generates a "verify differential" flag to indicate that the results need to be reviewed. Root cause is unk. There were instrument generated flags (r, imm. Ne 1 and verify diff) to alert the operator to further review the specimen. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for add'l reportable events.